Event description:
Caller reported a malfunction on the pump, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the procedure. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if the issue reappears.